Event description:
A report was received that the pt was explanted due to pocket pain and not receiving pain relief. The pt was reportedly doing fine after the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.